Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had alerted compromised force sensor system and the insulin squirted out during manual prime. The customer's blood glucose level was unknown at the time of the incident. It was reported that the drive support cap was normal. The insulin pump will be returned for analysis.